Event description:
Procedure type: low anterior resection. According to the reporter: when removing the endocatch bag with the specimen in it, the head of the port detached from the cannula.

Manufacturer narrative:
(B)(4).